Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted since pump reset event was suspected. Patient had low flow advisory, low flow and pump off alarm on (B)(6) 2023. Patient stated that it lasted less than a second. They did not remember what they were doing. Log files recorded data from (B)(6) 2023 at 8:25:43 to (B)(6) 2023 at 9:13:29. The reported pump off alarm events data may have just been purged from the history. There were a couple of low flow events recorded however it was unable to determine the cause of these events. The pump event file recorded a "sw_reset" event on (B)(6) 2023 at 8:25:42.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log files captured a pump stop event which occurred on 30nov2023. Due to the initial onset of the stop being overwritten by newer data in the log file, the specific root cause of the event could not be conclusively determined. No other notable events were observed. The pump operated as intended at the set speed before and after this event. The patient reported that the event lasted less than a second and they did not recall what they were doing at the time. No patient impact was reported. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.